Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to premature battery depletion. The longevity of the battery did not meet the physician's expectations. Excessive charge time and two incidents of charge circuit timeouts were noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated high impedance in the battery. Further analysis of the device memory indicated a charge circuit timeout alert as well as the battery indicator signifying that it is time for device replacement. On 2014 (B)(6) elective replacement indicator (eri) was triggered. On 2014 (B)(6) and 2014 (B)(6) there were alerts triggered for charge circuit time out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.